Event description:
It was reported that the user accidentally dislodged the previous teflon infusion set during sleep, replaced the set and tubing about one hour before contacting support, did not announce a light dinner, and subsequently reported a fingerstick blood glucose of 363 mg/dl while using the ilet with a dexcom g7. Investigation included user coaching on meal announcements and infusion set troubleshooting. Investigation of this case revealed that missed meal announcement and a recent infusion set replacement after accidental dislodgement were plausible contributors to hyperglycemia. Symptoms included feeling dehydrated and dry mouth associated with hyperglycemia without hospitalization. Outcomes included hyperglycemia with subsequent decline to 349 mg/dl and a slight downward trend. It was concluded that user-related factors, including unannounced carbohydrate intake and recent infusion set disruption, likely contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.